Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issues of it displaying patient circuit disconnect and inspiratory pressure low alarms was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.

Event description:
The customer returned their device to ventec for service. During the device's evaluation, ventec observed that it displayed patient circuit disconnect and inspiratory pressure low alarms. There were no reports of patient involvement associated with the reported event.